Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s device did not seem to be working the way it worked before. The patient stated that they used to be taking antibiotics and they thought this was the reason why the stimulator didn¿t seem to be working as well. However, they were off the antibiotics so the patient did not think it was the reason anymore. The patient had always been on program 4 and had increased the stimulation to 7.0 volts then decreased it to 5.0 volts. The issue had started ¿since about nov.¿ they wanted to try a different program so they changed to program 1 and increased the stimulation to 1.1 volts where hey felt it in the correct bike seat area. Therapy considerations were reviewed with the patient. The patient was redirected to their healthcare professional (hcp) if their symptoms did not improve with the programming change. There were no further complications reported or anticipated.